Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was called via phone the insulin pump was not working .the customer's blood glucose level was 186mg/dl. The customer was advised to revert back up plan .the insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. No audio/vibrate anomaly noted during testing. Insulin pump received with moisture damage on electronics and motor assembly noted.